Event description:
Access into the vessel encountered tortuosity, but main body graft was advanced without difficulty after using endovascular dilators to ease advancement through the vessel. Deployment of the entire graft proceeded uneventfully. After removal of the sheaths, pt blood pressure dropped. Access was regained via the left femoral and brachial arteries. Imaging showed dissection of the right iliac artery distal to the iliac leg graft. Right internal iliac artery was embolized with coils, followed by the placement of an iliac leg extension to bridge between the iliac leg graft in the common iliac artery and the second leg graft to be deployed in the external iliac artery. After deployment of the second iliac graft, a viewing of retrograde angiogram did not reveal any endoleak presence. Pt left the angio suite in a stable condition.